Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager did not recognize when door was closed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility name: (B)(6).

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,08-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager door failed. A field service engineer inspected the device and replaced the latch with corroded microswitches, tested and adjusted remote manager (rm) for smoother closing. Escort recovered failed remote manager (rm) and verified functionality through multiple inventory cycles. Issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager did not recognize when door was closed. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.